Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on the ADC meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as loss of consciousness but was able to recover and self-treat with glucose tablets and foods. Subsequently, the customer was seen at the emergency room and had contact with a healthcare professional who obtained glucose results of "148mg/dL, 174 mg/dL, 167 mg/dL, 122 mg/dL" and provided orange juice and jelly for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.